Event description:
The physician planned to implant a dialysis pt with a graft in the left cephalic vein. A tight stenosis was found in the right inominate-subclavian vein after placement of a central venous catheter. The right jugular vein was occluded from the previous central venous catheter. A gore viabahn endoprosthesis was inserted to treat the stenosis in the inominate vein. Predilation of the target vessel was performed. The viabahn device was inserted in the right femoral vein through a long introducer sheath. During advancement, the device could not successfully be positioned at the targeted site due to the recoil of the stenosis. The device became stuck in the inominate vessel. It was stated that an attempt was made to pull the viabahn device back into the introducer sheath. It was reported to gore that the viabahn stent graft prematurely partially deployed at the proximal strut. A gooseneck was used to successfully pull the viabahn stent graft across the predilated lesion to avoid unintended deployment. The device deployed with no further issues. A second viabahn was placed in the subclavian vein to perform sealing. The final result of the procedure was successful.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. The device problem may be a result of the user not following the instructions for use. An imaging evaluation is currently in process.